Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). An end of service (eos)/end of life (eol) message was reported since the day prior to the report. It was recommended that the ins be replaced. The patient met with the manufacturer¿s representative (rep) who checked the ins and told him the ins was depleted and would have to be replaced. The patient reported he noticed that stimulation wasn¿t working in (B)(6) of 2015 which was when he felt the ins depleted. The patient kept telling himself he was just overly busy. The patient further reported that he was told by his healthcare provider (hcp) that the battery would last three to five years and that the manufacturer¿s representative (rep) told him after the ins was implanted it would last six to nine years but it only lasted one year and two months. The patient then stated he wasn¿t sure if the person was a rep. Or not. The patient was wondering if there was some kind of warning on his ins or if there was something wrong with the ins. It was noted that the hcp had opened the patient¿s back four times already and he wasn¿t going to be seeing anyone from that clinic again. The patient had two bars, five screws, and a fusion on l5-l6 which they did to him prior to doing the ins implant. The implant was due to lower back pain from the prior surgeries and for the leg and foot pain on both sides. It was noted that stimulation covered everything and he was much more active than he was before. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).